Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Thirty-seven patients identified in the article had gaps around the socket on the initial postoperative radiographs; of these, nineteen hips had a gap in two zones and eighteen had a gap in one zone. The width of these gaps was almost always <0.5 mm and was never >1 mm. The number of visible gaps decreased at each follow-up interval.